Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient date of birth, weight, height, medical history, race, and ethnicity was not reported. (B)(6). The product is available for evaluation and testing; additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the middle portion of the 6f envoy mpd 100cm (67025800/17694731) guide catheter was noted to be fractured prior to use in the patient. The unspecified microcatheter could not be inserted due to the fracture. The device was not used in the patient; therefore, no patient complications occurred as a result of the event. The product will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion]: as reported by a healthcare professional, the middle portion of the 6f envoy mpd 100cm (67025800/17694731) guiding catheter was noted to be fractured prior to use in the patient. The unspecified microcatheter could not be inserted due to the fracture. The device was not used in the patient; therefore, no patient complications occurred as a result of the event. No further information could be obtained. The envoy guiding catheter was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the limited information available and without the product available for analysis, the customer report that the catheter was cracked and obstructed could not be confirmed. Based on the device history record review, there is no indication that the event is related to the manufacturing process of the unit. Catheter damage and obstructed are known potential product failures associated with the use of the device. The instructions for use (IFU) states the following: ¿inspect the catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a catheter that has been damaged in any way. If damage is detected, replace with another envoy guiding catheter that is not damaged. If strong resistance is met during manipulation, discontinue the procedure and determine the cause for the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter.¿ assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint product; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.